Manufacturer narrative:
(B)(4). Exemption number e2016004.

Event description:
On (B)(6) 2016, nakanishi received an email from a distributor ((B)(4)) about a handpiece heating up. Details are as follows. On (B)(6) 2016 (B)(4) was made aware of an unconfirmed event by incoming repair paperwork that an nsk handpiece, z95l (serial no. (B)(4)) had heated up and burnt patient's cheek. Nam immediately searched the repair history for the handpiece serial number and no history of service performed at nam was found. After becoming aware of this event, nam contacted the dentist to obtain more information needed and forms were emailed to the dentist's attention for the associate to complete. Nam received patient information from the dental office by fax on (B)(6) 2016 and the details are as follows. The patient incident occured on (B)(6) 2016. The patient was issued a local anesthesia. No malfunction was observed by the dentist prior to use. The patient commented the handpiece felt hot, but no blistering was apparent to the dentist. The dentist prescribed salt water rinses. There was no follow-up necessary with the patient.

Manufacturer narrative:
Upon receiving the device involved in the adverse event, nakanishi conducted a failure analysis of the returned device: methodology used: nakanishi examined the device history record for the subject z95l device (serial number (B)(4)). There were no problems observed during the manufacturing or testing noted in the DHR. Nakanishi conducted a visual inspection of the returned device and performed a simple movement test. Nakanishi set a test bur in the handpiece and rotated it by hand. Nakanishi observed strong rotational resistance. Nakanishi observed a dent on the head that may have been caused by dropping. Head cap check: nakanishi observed that the handpiece head cap was distorted and the push button did not go back to its normal position. There is a possibility that it may have been used in a state when the push button was pressed. Nakanishi removed the head cap from the handpiece. Nakanishi observed traces of strong rotational contact inside the head cap and the cartridge rotation shaft. If a head cap touches a cartridge rotation shaft, abnormal overheating will occur. Investigation of overheating: temperature sensors were first attached to the exterior of the device at various test points (i.e., most proximal to the patient, testing point (1), and along points further towards the distal end of the device, testing points (2) through (4)). The test was set up to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of testing points. Nakanishi rotated the motor at 40,000 min-1, which is maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic situation. Nakanishi measured the temperature rise of the returned handpiece at 200,000 rpm (motor revolution 40,000rpm). Nakanishi confirmed an abnormal temperature rise at test point (2) as follows after the beginning of the measurement: (2) 68.7 degrees c on the push button. The rise was so sudden that the temperature, 68.7 degrees c, was observed only 7 seconds into the planned 5 minute evaluation period. Since nakanishi observed a distorted push button, strong rotational contact traces inside the head cap, and the abnormal temperature rise on the push button, nakanishi then replaced the head cap and measured the exothermic situation yet again. There was no abnormal temperature rise during the test period. Nakanishi confirmed that the returned handpiece was operating as expected and within temperature specification once the damaged head cap had been replaced. Visual inspection of the other parts: nakanishi disassembled the handpiece and performed a visual inspection of the other parts. Nakanishi could not find any defective portion which might cause overheating in the handpiece except the distorted push button and contact traces inside the head cap. Nakanishi took photographs of all the disassembled parts and kept them in a file. Conclusion reached based on the investigation and analysis result. Nakanishi identified that the cause of the overheating of the returned device was due to the distorted head cap, which created contact between the push button and the cartridge rotational axis. Nakanishi determined that the overheating occurred because the handpiece was used with the head cap pressed. There was a dent in the head cap likely caused by a strong impact such as the handpiece being dropped. Nakanishi concluded that the root cause of this problem was user's mishandling.